Event description:
In 2007, it was reported to boston scientific corp that a microvasive gold probe bipolar electrohemostasis catheter was used in the trachea (female pt). The complainant stated that "during the procedure, the metal gold tip fell off into the pt." The physician used biopsy forceps (unk device )to remove the device tip from the pt's body and completed the procedure with a second microvasive gold probe device. After the procedure, the pt's condition was reported as "fine".

Manufacturer narrative:
The complainant indicated that the device has been disposed and will not be returned for eval. A device analysis will not be performed; therefore, the relationship between the device and the reported event is unk. The device history record for the pertinent lot was reviewed; the lot met the mfg requirement and specifications, no anomalies were noted. The june 2007 15-month injection gold probe hemostasis catheter product family complaint trend report, inclusive of all failure modes, was reviewed; based on the apparent increasing trend over this 15 month period, a CAPA is in progress to determine the root cause of the tip detachment issue.